Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The patient experienced elevated blood glucose levels. No adverse event reported. The infusion set lot number was not provided. The infusion set is not expected to be returned for product evaluation.